Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: joker, guide catheter: hyperion, stent: xience alpine 4.0 x 12 mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, mildly tortuous, 90% stenosed, left main artery. After pre-dilatation was performed, a 4.0 x 12 mm xience alpine stent was implanted in the lesion. For post-dilatation of the deployed stent a 5.0 x 8 mm nc trek balloon was inflated once to 8 atmospheres (atm) for 10 seconds. During the second inflation, when attempted to inflate again at 8 atm, the balloon ruptured. There was no resistance felt during advancement of the balloon catheter to the lesion. Since it was confirmed that the stent had been already fully dilated on angiography and intravascular ultrasound, the procedure was completed without the need for further dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.